Event description:
The customer returned the device reporting it displayed error code e5 and had unstable spinning of cutting burrs when it runs. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly. Various parts were replaced. Device was repaired and returned to the customer.